Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump has been having reoccurring no delivery alarms. The device has alarmed 12 to 14 times in the last few days. Customer has changed out his set twice in one day. Customer spoke to doctor and had him use other sites to rule out scar tissue. Customer stated that if he used a pen to push the insulin in the device would be ok. Customer's blood glucose was 372 mg/dl. Customer was advised to disconnect at the quick release. Fixed primed was performed and insulin did not exit and alarmed no delivery. Customer was advised to disconnect reservoir from the insulin pump and manually push insulin through the tubing, insulin did exit. Customer stated there was greater resistance then normal. Customer was advised to change entire set. Customer was advised the alarms were caused by set and or reservoir connection. No further information reported.